Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of over 600 mg/dl with high ketones. Customer was treated with intravenous saline and insulin and was released from the ER 5 hours later with no permanent damage. Reportedly, occlusion alarms occurred. Customer reverted to replacement pump for insulin therapy.